Manufacturer narrative:
The serial number has been added according to the received device logs. It was reported that during installation, new air gas module was found to be defective. The ventilator was investigated on site by our field service engineer (fse) and the air gas module was replaced and the machine worked fine and passed all tests after replacing the defective air gas module. The provided device logs confirms the reported issue. The defected air gas module has been returned for further investigation. Simulated test use of the returned air gas module in a ventilator passed all the tests, it was not possible to reproduce the reported issue. The ventilator passed all the tests successfully. Therefore, no root cause can be established. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that during installation, new air gas module was found to be defective. There was no patient involvement. Manufacturer ref.#: (B)(4).